Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the unlock screen. Additionally, it was reported that the wake button was unresponsive. Customer confirmed the pump display turned on when plugged into a power source. Customer¿s blood glucose level ranged from 54 mg/dl to approximately 180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.